Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly calcified left anterior descending artery (lad). A 2.50x28mm promus element ¿ drug-eluting stent was attempted to cross the lesion but the shaft of the stent was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: a promus element mr ous 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no signs of damage. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination along the full catheter length found a hypotube break at approximately 1mm distal to the end of the strain relief. There were multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly calcified left anterior descending artery (lad). A 2.50x28mm promus element ¿ drug-eluting stent was attempted to cross the lesion but the shaft of the stent was broken. The procedure was completed with another of the same device. No patient complications were reported.